Manufacturer narrative:
Manufacturer's investigation conclusion: although the low speed events captured in the submitted log files appear consistent with a potential driveline wire issue, a specific root cause could not be determined through this investigation. Review of the submitted log files confirmed low speed events while the device operated on the power module. The patient remains ongoing on ventricular assist device support and no further related issues have been reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6) 2016. The most recent revision of the heartmate ii instructions for use is available. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii left ventricular assist system drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was no pump malposition or pump obstruction found and the low speeds resolved. Additional log file analysis showed low speed events only while using power module which had been linked to potential issues with the percutaneous lead. X-rays were taken of the driveline and did not show any obvious areas of shield breakdown. It was also reported that the cause of the low speed advisories was due to the patient accidentally twisting the driveline. The patient was asymptomatic and was reported as stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file showed 10 low speed advisories on (B)(6) 2020 at 11:45 pm, with speed drops as low as 2890 rpm. There was also an increase in power which occurred at that time so it was not believed that the speed drop was driveline related. One possibility to explain what was seen in the log is that the pump¿s rotor ability to spin was prohibited by some material other than blood, if this occurred there would be an increase in power and a drop in speed up to a pump stop, until such time as the material was no longer in contact with the rotor.